Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and could not duplicate the initial allegation of misalignment, therefore the complaint was not confirmed. At the inspection, the fse did found an abnormal noise coming from the scanner, suggesting that it was damaged, therefore, the scanner will be replaced for the system to be in good condition.

Event description:
It was reported that during a procedure, the aiming beam and irradiation position are misaligned. The case could be completed with the original device, but the information about the patient outcome was not reported.

Event description:
It was reported that during a procedure, the aiming beam and irradiation position are misaligned. The case could be completed with the original device, but the information about the patient outcome was not reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a procedure, the aiming beam and irradiation position are misaligned. The case could be completed with the original device, but the information about the patient outcome was not reported.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and could not duplicate the initial allegation of misalignment, therefore the complaint was not confirmed. At the inspection, the fse did found an abnormal noise coming from the scanner, suggesting that it was damaged, therefore, the scanner will be replaced for the system to be in good condition. Correction to field e1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter zip/post code, initial reporter phone, correction to field e2: health professional?, occupation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.